Manufacturer narrative:
Additional information: h6 complaint allegation was not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The reported failure is most likely due to a user error, following the correct surgical technique for the device.

Event description:
On 10/19/2023, it was reported by an arthrex employee via (B)(4) that an abs-10060 angel machine was not pulling blood into the abs-10062t kits disc. A new kit was used to continue with the case. They had to redraw the blood, which caused a slight delay however there was no effect on the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.